Event description:
It was reported that there were random spikes in temperature readings that occurred during patient monitoring with the hemosphere instrument. The reading did not correlate with the patient condition. The readings would increase and then return to normal. There is no information on what the reading display showed and what they were expected to be. There is no damage apparent to the unit. Attempts have been made to obtain additional information from the facility, but there has been no response. Patient demographics have been requested, but not provided. There is no patient injury. The product has arrived for product evaluation, but the evaluation has not been completed. When the results are available, the findings will be submitted in a supplemental report. The device history record review has been completed and all manufacturing inspections passed with no non-conformances.

Manufacturer narrative:
The hemosphere was returned and evaluated. The hemosphere connected to and communicated successfully with a known good working swan ganz module and oximetry cable. Both module ports and smart cable ports were tested and there was no issue identified. There were no error messages displayed. The cardiac output and blood temperature were monitored using a continuous cardiac output simulator for thirty minutes, testing each module slot. There was no deviation in readings for the cardiac output and blood temperature that was observed. The display functioned normally. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during testing. It is not known if any procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.